Manufacturer narrative:
It was reported, the fabric foundation of the unit was burned by an internal component. Our examination revealed that one of the terminals had been broken near a thermostat, resulting in a spark which had not been contained by our double-insulated design and caused a 1/4" burn hole in the fabric cover. We concluded that this report was attributable to misuse by the user, and failure to follow instructions as to the care and handling of the unit.

Event description:
It was reported, the fabric foundation of the unit was burned by an internal component.